Manufacturer narrative:
(B)(4). The used device and seven unused samples from the same lot were received for evaluation. During the visual inspection of the used device it was identified that the tubing was separated from the luer lock. The unused devices were visually inspected and functional, pressure and clear passage tests were performed. The unused devices were found to meet specification. The cause of the separation in the used device could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end luer of a one-link catheter extension set separated from the tubing. This occurred during infusion. The reporter stated that the patient was sent for a computed tomography (CT) scan of the abdomen with contrast. The reporter later attempted to give the patient an unspecified medication, and noticed that the luer was missing. The tubing connected to the luer was clamped. To resolve the issue, a new extension set was connected to the patient's catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.